Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultramini meter displayed an unknown "error" message and powers off during use. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began around (B)(6) 2012 to (B)(6) 2012. The patient manages his diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to his usual dose of medications; however, in (B)(6) 2012, reportedly took less food and/ or drink. On (B)(6) 2012, after the start of the alleged issues, the patient claims he "fainted." The patient was given pancake syrup as treatment. The patient reportedly obtained blood glucose results of "30 and 221 mg/dl" from another meter. The alleged issue was not resolved at the time of troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issues began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.